Event description:
It was reported that during a device interrogation a health care professional noted the implantable pulse generator (ipg) had experienced an electrical reset. A review of the save-to-disk data confirmed this observation. The patient does not recall any incident that may have caused the reset. The device battery voltage is normal, no other issues were noted and the device remains in service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).